Manufacturer narrative:
The event occurred on an unreported date in (B)(6) 2020. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection between the titanium adapter and the pd catheter, reported as ¿detached¿, resulting in peritonitis. The cause of the disconnection was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin and another unspecified drug for the peritonitis (no further details). It was reported the titanium adapter was replaced. Pd therapy was ongoing. At the time of this report, the patient was recovered from the event. No additional information is available.